Manufacturer narrative:
Patient weight: unknown, information not provided. If explanted, give date: not applicable as the device remains implanted. Concomitant medical products: centurion -phaco pack single use; opelead -at the time of supporting the anterior chamber and also for setting of this product; decadron -for subconjunctival injection. Phone number: (B)(6). The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient who had a cataract surgery of the right eye and was implanted with an intraocular lens (iol) on (B)(6) 2022 developed toxic anterior segment syndrome (tass) one day post-operative (op). The patient was kept under observation. Through follow-up, it was learned that the patient has recovered only by washing the anterior chamber. No postoperative complications, no health hazards, no inflammation, and no problem with the eyesight were reported. The lens remains implanted as of to date. There was no patient injury reported. No other medical or surgical interventions were required. Reportedly, seven (7) patients had surgeries on that same day and the doctor performed another surgery after this patient; however, no other similar event was reported. The account noted that no polymerase chain reaction (pcr) testing was performed. No further information was provided.

Manufacturer narrative:
Corrected data, although in the initial MDR report it was stated that there was no patient injury reported; however, the patient experienced toxic anterior segment syndrome (tass). Additional information: additional information indicated that the patient has recovered after washing of the anterior chamber without sequela. No further information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.